Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the serial number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that the rep has been into a hospital today to set up some kits. Upon opening and setting up the module umfms05n (fms vue interface cable) he has identified that the component numbered 282114 (uic fms vue shaver int cable) was actually broken. No additional information provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed marks of used in the device. Also, some areas of the cord had scratches. Via functionality testing of the interface cable, the device was connected to a fms duo pump. The default settings were present on the pump, the blue indicator light was not shown indicating the interface cable was not recognized by the test pump and was not receiving power. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch (j28a41549) of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 15 devices that were released to distribution. Based on the visual inspection, this complaint cannot be confirmed and we cannot discern a root cause for the issue reported. Lot number on the device indicates this device is 3 years old and the warranty period is exceeded. The device is worn and possibly seen heavy use causing internal wear of components. As per IFU, please fu the electrical specifications and maintenance of the device. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that the cable device was broken. There was no procedure nor patient involvement reported. No additional information was provided.